Event description:
The results of the investigation found a damaged (cracked) downstream occlusion (dso) seal. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log (ehl) was downloaded, and error code 46510 was found. Visual, functional and occlusion tests were performed, which found a cracked downstream occlusion (dso) seal and a defective printed wire assembly (pwa) board. The pwa board was found to be the primary problem, and it was replaced as well as the dso seal in order to fix the issue.